Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. Complaint confirmed via inspection of the unit. The base handle was closed without the transitional installed, deforming the hole. The unit had worn components that required replacement.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00255. A facility reported that the mayfield ultra base unit (a2101) was moving in locked position. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.